Event description:
I got mentor smooth round high profile silicone breast implants in (B)(6) 2012. A year or two later, I began experiencing various symptoms, the main one being debilitating, chronic fatigue. I've had multiple positive inflammatory markers and was diagnosed with positive rheumatoid factor and raynaud's. The condition has gotten so bad, I'm starting to have cognitive issues. Brain fog, forgetting words, etc. I'm (B)(6) and have a master in science. I've never had a problem with cognitive impairment. I'm certain the implants are causing the myriad symptoms. Now I have to try and come up with (B)(6) to get them removed to hopefully start to get my life back. FDA safety report ID# (B)(4).